Manufacturer narrative:
Corrected data: initially reported concomitant device 10mm titanium cannulated tibial nail-ex/360mm-sterile (part # 04.004.452s, lot # unknown, quantity of 1) is no longer considered as concomitant device and is now determined as reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot number, UDI number. Date device received at manufacturer site. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight not available for reporting. Lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the connecting bolt was very difficult to disconnect from the tibial nail during a tibial nail procedure with suprapatellar approach on (B)(6) 2017. The connecting bolt was stuck on the nail (almost like it was cold welded to nail). The surgeon struggling with the bolt for at least five minutes; however, it would not move. The surgeon finally used a cannulated shaft with an 8mm hex along with a ratchet wrench to disconnect the bolt. The nail remained implanted. The surgery was successfully completed with at least a five minute delay. The patient outcome was as expected. Concomitant devices reported: 10mm titanium cannulated tibial nail-ex/360mm (04.004.452s, lot unknown, quantity 1), cannulated shaft with 8mm hex 125mm (357.398, lot unknown, quantity 1), ratchet wrnch-11mm width across flats (321.20, lot unknown, quantity 1) (B)(4).

Manufacturer narrative:
Lot u253051: release to warehouse date: december 08, 2016. Supplier: orchid unique. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.h3, h6: a product investigation was completed: per the technique guide, the connecting screw for suprapatellar (03.010.404) is a component of the suprapatellar insertion instrument set (01.004.305) and a component of the suprapatellar instrumentation for titanium cannulated tibial nail system. In use, the connecting screw is inserted thorough the handle and threaded into the proximal end of the nail. The nail can then be inserted with light, controlled hammering on a driving cap attached to the insertion handle. Following insertion and both distal and proximal locking, the connecting screw can be unthreaded from the nail and the handle removed. The returned device was examined and no defects or deficiencies were identifiable which could have contributed to the reported complaint condition. The connecting screw distal threads, which engage with the tibial nail, are in good condition with no deformation. As the complaint condition was unable to be replicated and no defects or deficiencies were identified which may have contributed to the complaint condition, the complaint is unconfirmed. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable as the complaint condition was unable to be replicated. A device history review, including material review, was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.